Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 16.7mmol/ l at the time of the incident. The customer reported that he had issues with 3 sensors. He said that the first one that they inserted after some time he had error. He does not recall which error but when they removed the sensor the electrode was missing. The second sensor he inserted was that after some time before he had to calibrate the pump and said to change sensor. The third one his son removed it by himself from his body after they inserted it as he did not like it. The sensor will not be returned for analysis.